Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: enveor-n-us, lot 0008499353, use by date 2018-02-16, (B)(4). Product ID: evolutr-34-us, serial (B)(4), use by date 2019-10-16, (B)(4). The device has been returned but the analysis is not complete. A supplemental report will be filed following completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted in a native valve with pure aortic insufficiency. Upon 80% deployment, the valve was implanted deep and fully recaptured twice. The valve was partially recaptured three times due to dislodgement during controlled pacing. During the recaptures, the patient became unstable, cardiopulmonary resuscitation (CPR) was performed and cardiopulmonary bypass (cpb) support was initiated. The dcs remained in the body during CPR. The valve was partially deployed and the inflow crowns were noted to be bent upward. The valve was recaptured and withdrawn from the body. Small strands of clot were observed on the first valve, the activated clotting time (act) level at this time was unknown. A second valve was implanted without issue. Following the procedure, an embolic stroke occurred due to unknown etiology. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was returned in its original container jar inside a pinkish solution. All leaflets appeared in a partially closed position, with full closure between leaflet 1 and leaflet 2 only. All leaflets appeared to be intact and without visible tears. The leaflets were stiff but flexible. The valve skirt was wrinkled, which is indicative of being in a crimped position in the capsule during deployment for an unknown period of time. The leaflets showed signs of frame imprinting from the crimping time in the capsule. All commissures were intact. Thrombus was observed on all three commissures. There were no bend or damages noted on the stent frame and both paddles appeared slightly bent. The valve was placed in warm water and there was no change in the condition of the paddles and frame. It did not expand any further. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Examining the crowns of the returned valve confirm that both paddles were slightly bent. As this bent condition was not noted at initial visual examination of the valve when taken out of the jar, and no unusual characteristics were found during both the review of the DHR and the frame record, from the manufacturing process. It is suspected that this type of damage to the frame may have occurred when CPR was performed on the patient. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the suboptimal placement could not be determined with the limited information available. It was reported that the valve was recaptured twice in order to re-position deployment. This is a feature of the enveo r device that allows for additional attempts at accurately positioning the valve. Without review of procedural cine imaging, an assignable root cause cannot be determined; however, it was learned that the patient had pure aortic insufficiency with no stenosis or calcification, which is considered off label use; the device instructions for use (IFU) intended use indicates that the medtronic corevalve¿ evolut¿ r system is indicated for use in patients with symptomatic heart disease due to either severe native calcific aortic stenosis. If information is provided in the future, a supplemental report will be issued.